Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon for approximately four to six hours and upon removal the tampon pledget unraveled and came out in two pieces. She manually removed the pledget pieces from her vaginal cavity and did not seek medical attention. She did not experience any adverse health effects.